Manufacturer narrative:
The sorbafix fixation device was returned for evaluation. It was found to be in an out of synchronization condition. The out of synchronization condition is not indicative of the as manufactured condition. In its as received condition, no definitive root cause could be identified; however, the most likely cause is an event occurring during user / device interface resulting in the out sync components found. During inner component evaluation, no damage or manufacturing issues were noted. The IFU instructs the user to "place the tip of the sorbafix ¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately."

Event description:
It was reported that while fixating a ventralight st with the cannula pressed against the mesh with adequate back pressure, none of the sorbafix tacks were grabbing on to the fascia and they failed to tack. The tacks were fixated through the mesh, however were very easily pulled away from the fascia as they didn't penetrate the abdominal wall. The tacks were also jamming and the sorbafix had to be pulled out of the trocar twice in an attempt to fire and try to ¿clear¿ the cannula of the jammed tacks. A different sorbafix was used to fixate the mesh to the abdominal wall. The fasteners were securely fixated to mesh and were not required to be removed from abdomen. As reported, there was no patient impact or injury.